Event description:
It was reported that the patient had one cylinder removed due to infection.

Manufacturer narrative:
The analysis results indicate the cylinder functions as intended. Operating room damage to the front tip extends through the outer layer of the cylinder. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.